Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ concentric luer lock syringe the scale marking was smudged or blurred making the volume increments not visible. The following information was provided by the initial reporter: the ink on the syringe appears smudged or blurred making the volume increments not visible.

Event description:
It was reported that before use of the bd plastipak¿ concentric luer lock syringe the scale marking was smudged or blurred making the volume increments not visible. The following information was provided by the initial reporter: the ink on the syringe appears smudged or blurred making the volume increments not visible.

Manufacturer narrative:
H.6. Investigation summary: three photos were provided to our quality engineer for investigation. Through visual inspection of the sample, the scale markings were found to be incomplete and blurred. A device history record review did not reveal any documented quality issues during the production process of lot 1902223 that could have contributed to this incident. While we could not identify a direct issue, this malfunction can occur as a result of a failure in the trigger that guides the barrel to the proper position for the transfer of the scale in the marking machine. As a result of the malfunction, the barrel does not rotate and the scale become compressed. Product is routinely inspected throughout the manufacturing process to ensure the quality of the device. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see section h.10.